Event description:
A peritoneal dialysis nurse (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that they are now doing hemodialysis (hd) therapy because they have an infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis nurse (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that they are now doing hemodialysis (hd) therapy because they have an infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation:attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was diagnosed with or the reason the patient was switched to hemodialysis. The transition to hd does not decisively indicate that the patient¿s infection was peritonitis or dialysis related. The patient could have an intra-abdominal infection such as appendicitis, diverticulitis, or a bowel perforation. There is no allegation of a device malfunction or deficiency or reported defect of a fresenius product(s) reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.